Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was placed at an optimal depth on the non-coronary cusp (ncc) but it was unable to place in an optimal depth on the left-coronary cusp (lcc). It was noted that three re-sheaths were performed. On the last attempt, the valve went in too deep, and the patient became unstable. The valve was implanted at a depth of 8mm on the ncc and 11mm on the lcc. Moderate paravalvular (pvl) leak was observed, the user attempted to snare the valve, but it resulted unsuccessful. More force was applied then the valve popped up. An another 27mm navitor vision valve was able to be implanted successfully at an optimal depth. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged in a stable condition.

Manufacturer narrative:
An event of valve migration, perivalvular leak, and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl is a cascading event of migration. The reported migration is a cascading event of the aortic regurgitation, per case details. A cause for the reported aortic regurgitation could not be conclusively determined. It is possible that patient and procedural conditions, such as implanting difficulties, contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure involves the valve was re-sheathed more than two times. The reported unexpected medical intervention was a result of case-specific circumstances, as the valve was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use (IFU), "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."